Event description:
Additional info has been received by medtronic ave. The external iliac arteries were severely calcified. It was reported that the femoral artery rupture was actually an arterial dissection. At the conclusion of the procedure, the pt left the operating room in stable condition. It was reported that the pt was doing well.

Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 5.1 cm abdominal aortic aneurysm in 2003. The diameter of the proximal non-aneurysmal aortic neck was 25 mm, and the aneurysm length was 140 mm. Vessel morphology is unknown. The pt has a history of coronary artery disease and hypertension. It was reported that the device was difficult to introduce. There was a right external iliac artery dissection and a distal femoral artery rupture during the procedure. The ruptures were repaired with a proximal iliac stent and an iliofemoral bypass. Also repaired were bilateral internal iliac artery occlusions secondary to dissections at the iliac bifurcation. Additionally, the left femoral artery required reconstruction. Final angiogram demonstrated no evidence of endoleak. The pt's post-procedure status is unknown.